Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit received with a depleted duracell procell alkaline battery installed. Unit had unexpected critical pump error 35 during the pump trace download. Unable to complete the pump trace history download or perform the carelink upload due to critical pump error 35. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to critical pump error 35. Unable to verify pump/meter communication due to due to critical pump error 35. Unable to determine the root cause of critical pump error 35 due to pump preservation. Unit had a cracked case at battery tube side, scratched case, pillowing keypad overlay, cracked retainer and a corroded battery tube. Data analysis: the date of death was not specified in the customer notes. The formatted history file lists data from (B)(6) 2018 to (B)(6) 2018.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was cardiomyopathy, coronary artery disease, and diabetes. The caller stated that the customer had no known illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. Pump had unexpected critical pump error 35 during the pump trace download. The customer was not wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery before the event. The pump had been disconnected within 48 hours prior to passing. The customer was using sensors. The caller agreed to return the insulin pump for analysis. The pump is being reported or the failure analysis findings.

Manufacturer narrative:
Product analysis results were included in the initial report. Additional testing information was provided which has been included on this report. The test p-cap and reservoir lock into place in the reservoir compartment.